Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported itchy skin under the electrodes. There is no alleged device malfunction. The patient's doctor gave him suggestions to help with the itchiness and irritation. Follow-up indicated that the rash was improving.